Event description:
The report stated that 20 minutes post-op of a radio frequency ablation procedure, the pt's blood pressure dropped. The pt was checked, and it appeared they were having a hemothorax. There had been 7 ablations for a total ablation time of 66 mins. The ablation was 35 x 33mm on s8 of the liver. The needle electrode has been discarded. The pt was given a platelet transfusion and after 4 days, the pt was discharged from the hosp.

Manufacturer narrative:
The incident sample has been discarded by the hosp. If additional info pertinent to the incident is obtained, a f/u report will be submitted.